Manufacturer narrative:
Product event summary: analysis found that there was an overheating error message in the logs. Analysis confirmed that there was sluggish operation; and a system error was also noted in the log files. Noisy telemetry was unable to be reproduced during testing. They keyboard latch on the programmer was also found to be broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after an interrogation, the programmer's operation was very slow. It was also reported that there was a message indicating that telemetry failed because it was noisy. A different programmer was used to complete the patient check. The programmer and radiofrequency (rf) head were returned for service. The programmer subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.